Event description:
It was reported that during an unknown procedure the enseal x1 distal tip broke down and some microcomponents fell out inside patient abdomen.

Manufacturer narrative:
(B)(4). Batch #: v95w24. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No. I followed up the patient health condition and apparently no problems post-op. Did pieces fall inside the patient? If so, was it removed? Yes. Lap procedure so they could see better. They could remove those which could be identified. Did the electrode ceramic separate or break off? Apparently not. Did the I blade get damaged or break off? Apparently not. Is the jaw damaged but not broken off? Yes. It is correct. Is the top jaw loose but not detached? Exactly. Is the top jaw ptc material damaged? Can't assure by visual perception. But it looks like is damaged. Is the black ptc in the upper jaw detached? Yes. Is the top jaw broken off the of the device? No. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2022. D4 batch #: v95w24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the distal guide weld broken. In addition, the cable was cut off. No damage to the ptc was observed. No functional testing could be performed due to the device returning condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.